Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed replace battery now without getting a low battery alert. The customer¿s blood glucose level was unknown at the time of the incident. Customer stated the battery has to be changed within two days of inserting it. Customer was assisted with troubleshooting. The customer mentioned this is the second occurrence of the alarm without warning. Customer was advised they may continue to wear the insulin pump until replacement arrives. The device will be returned for analysis.

Manufacturer narrative:
Findings: pump had constant alarm then off no power alarm due to corrosion on lcd board. Unable to perform idle current test, run current test, self test, off no power test, unexpected alarm error test, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and displacement test and rewind test due to constant alarm and off no power alarm. Pump received with minor scratched display window, cracked display window, cracked case at display window corners, cracked battery tube threads, missing reservoir tube o-ring, partially broken off reservoir tube lip and missing end cap sticker.